Event description:
It has been reported to philips that the system did not power on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not power on. Upon functional testing, the fse checked the logfile and identified a flexvision pc error. To resolve the reported issue, the fse reconnected all flexvision pc cables. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.